Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have one blade broken at the base. A piece measuring approximately 0.546" x 0.084" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke off. The tip was not retrieved. A post-operative x-ray was performed; however, the result of the x-ray was not provided. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.